Manufacturer narrative:
Evaluation: as returned, the distal ball bearing is missing and cam arm is loose. The cause of failure appears to be user error due to disassembly of the device. The device has potential field age of approximately 5 years. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the ball bearing fell out upon using the device.